Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient had x-rays done. The nurse stated the foot pain is new pain for the patient's original pain pattern was low back. As the foot being new pain, the patient might be referred to a pain physician for a new trial.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. The patient is to consult with the physician for revision as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.